Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented with high rv pace/sense impedance, oversensing episodes due to artifacts and high pacing threshold. Decreased low sensing was also observed. The pace/sense part of the lead was capped and replaced. No inadequate shock was delivered. The patient was stable post-procedure.